Event description:
It was reported that the handpiece began overheating during a surgical procedure. There were no adverse consequences reported, and the case was completed.

Manufacturer narrative:
The handpiece has been rec'd at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, corrosion was found throughout the cannula and navigation connectors, which were both replaced, along with other components.